Manufacturer narrative:
Literature citation: janssen, I., et al. (2017). Risk of cement leakage and pulmonary embolism by bone cement-augmented pedicle screw fixation of the thoracolumbar spine. The spine journal, vol 17, pp 837-844. Additional device product code: mnh, mni, kwq, kwp. This report is for an unknown spine matrix, part number, lot number and quantity unknown. Concomitant devices reported: vercetum v+ (unknown part number, lot number quantity); depuy spine expedium (unknown part number, lot number quantity); medtronic horizon longitude (unknown part number, lot number quantity); synthes matrix spine (unknown part number, lot number quantity). PMA/510k part number unknown, PMA/510k not available. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial (B)(4). Medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: janssen, I., et al. (2017). Risk of cement leakage and pulmonary embolism by bone cement-augmented pedicle screw fixation of the thoracolumbar spine. The spine journal, vol 17, pp 837-844. Germany this was retrospective review of patients who had cement-augmented pedicle screw instrumentation (capsi) of the thoracolumbar spine between january 2012 and june 2015. A total of 165 patients were included in the study with an average age of 71 (ranging from 46-93 years old) and also included 62 males and 103 females. The purpose of the study was to assess the rate of capsi-associated complications. Patients were treated for osteoporotic fractures, spinal metastasis, degenerative or infectious spine diseases, and traumatic vertebral fractures with associated osteoporosis. Fifty-two of the patients had a neurological deficit; all had pain. Each patient was implanted with 2-21 cement-augmented pedicle screws. Intra-operative three-dimensional fluoroscopy-based navigation was used in most cases, while others were placed freehand. Some patients had a planned two-staged surgery with a second operation 3-4 weeks postop for vertebral body replacement, interbody fusion and/or extreme lateral interbody fusion. Patients with pce were treated with IV heparin followed by oral anticoagulants for approximately 6 months post op. The following complications were reported with unknown matrix spine for the following events: revision surgery for postoperative increase in radicular pain, cerebrospinal fluid leak and wound infection. This is report #5 of #5 for (B)(4). This report is for unknown matrix spine, part number, lot number and quantity unknown a copy of the literature article is being submitted with this medwatch